Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported post procedure, prior to discharge, the patient received a shock from the device. The device was interrogated, and it was observed that the patient had multiple tachycardia episodes detected with 2 separate episodes, receiving a shock. Analysis of these episodes indicated the shocks were inappropriate caused by rapidly conducted atrial fibrillation. The patient's following physician was contacted, and after discussion, no changes were made to the device setting. The device remains implanted and in service. No further information has been provided at this time.